Event description:
It was reported to philips that the system was not turning on. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Upon troubleshooting, fse found that du in the m cabinet was not providing a 220v output, f1 fuse on the ny1 board was blown, dsm board was damaged; fse also examined the pdu circuit and discovered that the neutral wire had become disconnected. To resolve the issue, fse reconnect the neutral wire, the pdu output was successfully restored to the normal 220v and fse replaced the dsm board. The defective component was returned to philips for analysis and identified failure mode includes burn marks and heat spots. Although the t20a fuse and the electrical component have been blackened, the fuse remains operational and usable. The damaged area has resulted from a short circuit. The system was returned to use in good working order. The system was returned to use in good working order.